Event description:
Caller states that while duplicate testing, the patient read 3.7 inr on device while a second device read 5.0 inr. Caller reports on a different patient, the first device read 2.0 inr while second device read 2.5 inr during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however caller states 376a lot is not available for return.

Manufacturer narrative:
Add'l strip lot used with second device: 372a. 1/31/08.